Manufacturer narrative:
This report is filed february 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced three episodes of meningitis. The first episode occurred in (B)(6) 2013 (specific date not reported) and the patient was successfully treated with IV antibiotics (ceftriaxone) for a duration of 10 days. The second episode occurred in (B)(6) 2014 (specific date not reported) and the patient was successfully treated with IV antibiotics (ceftriaxone) for a duration of 8 days. Following this episode, a right blind sac closure procedure was performed in (B)(6) 2015 (specific date not reported). The third episode occurred on (B)(6) 2015 (specific date not reported) and the patient was successfully treated with IV antibiotics (ceftriaxone) for a duration of 2 days. The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of bilateral mondini malformation (ip-ii deformity of the cochlea). There were no reported craniofacial malformations, nor basilar skull fractures. The patient did receive pre-implant immunizations (specific vaccines not reported). Perioperative antibiotics were administered (type and administration not reported). The receiver stimulator was drilled to the dura, and no surgical complications were reported. A csf leak occurred post operatively. The meningitis episodes did not occur within 30 days of a neurologic procedure no vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. The patients csf cultures revealed gram positive cocci, after the 3rd episode. The patient has since recovered and the device remains implanted. Clinical management of the patient is ongoing and the patient is currently undergoing nuclear medicine scans to determine the cause of the csf leak.